Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot part # 314.467, synthes lot # 6883340, supplier lot # na, release to warehouse date: 19 apr 2012, manufactured by synthes monument, no ncr's were generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: investigation summary: background: it was reported that on an unknown date, the star-drive screwdriver t15 head stripped, star-drive screwdriver shaft t8 head stripped, star-drive screwdriver shaft self-retaining head stripped, ratcheting handle with quick coupling does not work , depth gauge broke, 2.7mm drill guide was bent, 3.5mm drill guide was bent, depth gauge was bent on the tip, inserter-extractor is bent, depth gauge broke off. There was a surgical delay reported. The procedure was successfully completed. There was no patient consequence. This complaint involves fourteen (14) devices. Investigation flow: damage. Visual inspection: the stardrive(tm) screwdriver t15 (part # 314.467, lot #6883340) was received at us cq. The distal tip of the device was stripped and worn. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection per guidance provided in windchill document # 0000277191, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hxx, kwq. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the stardrive screwdriver t15 head stripped, stardrive screwdriver shaft t8 head stripped, stardrive screwdriver shaft self-retaining head stripped, ratcheting handle with quick coupling did not work, depth gauge broke, 2.7 mm drill guide was bent, 3.5 mm drill guide was bent, depth gauge was bent on the tip, inserter-extractor is bent, depth gauge broke off. There was a surgical delay reported. The procedure was successfully completed. There was no patient consequence. This report is for one (1) stardrive screwdriver shaft t8 105 mm. This is report 2 of 8 for (B)(4).